Event description:
The customer reported that initially the external paddles failed. They rebooted the device and got a defib failure error 10 message.

Manufacturer narrative:
(B)(4): there was no reported patient involvement. A philips bench technician evaluated the device. The reported error 10 was found in the error log. The device was tested but the failure was not recreated. Multiple parts were replaced to address the failure. The device passed all performance assurance tests and was placed back into use/returned to the customer. Philips was not able to recreate the reported malfunction. Because the problem could not be recreated the cause cannot be determined.